Manufacturer narrative:
A service history evaluation/review was performed. The investigation of the complaint articles has shown that: service history review: part no: 323.050, serial/lot no: (B)(4), no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 1-may-2003. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the service history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the alignment indicators broke off of (and are missing from) two helical blade inserters. Also, the screw is missing from an insertion guide - the guide wire broke off and became stuck in the hole for the wire. All malfunctions were discovered outside of the operating room during routine maintenance. No patient or surgical involvement reported. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was initially reported as expected but not returned; on (B)(4) 2015, it was noted the device was received by the manufacturer on (B)(4) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service & repair evaluation: the customer reported that the screw is missing and a guide wire broke off getting stuck in the hole of the wire. The repair technician reported replacement screw missing, k-wire broke off in guide hole - missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit for further investigation on september 24, 2015. Product investigation summary: the returned insertion guide (part 323.050 / lot 1164041) was evaluated and the complaint condition of broken k-wire in proximal hole was able to be confirmed; additionally, the connection screw was not returned. No definitive root cause can be determined; however, the failure mode is typically associated with the application of off-axis forces to the k-wire while inserted in the guide causing it to fracture. Further evaluation shows that this device is intended for use in the 3.5mm locking compression plate (lcp) proximal humerus plate system. It is specifically to facilitate insertion of the proximal locking screws and attaches directly to the plate. Information is provided per technique guide. A review of the current design drawing and the drawing revision at the time of manufacture was performed. During the investigation, no product design issues or additional discrepancies were observed that may have contributed to the complaint condition. As a portion of the k-wire remains lodged in the proximal hole, dimensional conformity was unable to be checked with the returned guide. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.